Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep/patient believed that the ins may be flipped because the patient said she had to charge for 10 hours at a time. The rep also expressed concern because she could interrogate the patient's ins with the physician programmer but was not able to make any changes. The rep asked if there was a way to determine if a device was flipped based on lateral x-ray. Recharging statistics from the physician programmer were provided and showed a typical duration of 0.9 hours, a typical interval of 0 days, and average coupling of all eight boxes. A recharge session took place on (B)(6) 2016 for 0.2 hours with 100% charge at the end. Another recharge session took place on (B)(6) 2016 for 1.2 hours with 100% charge at the end. Another recharge session took place on (B)(6) 2016 for 0.9 hours with 100% charge at the end. Another recharge session took place on (B)(6) 2016 for 0.9 hours with 100% charge at the end. Another recharge session took place on (B)(6) 2016 for 0.7 hours with 100% charge at the end. Another recharge session took place on (B)(6) 2016 for 1.3 hours with 100% charge at the end. The rep noted that the patient complained that the charging was very sensitive and that if the patient moved a quarter inch the charging coupling was lost. The recharging issues occurred since implant. The rep was unable to make adjustments on (B)(6) 2016. There was a report that they did not officially confirm with x-ray that the battery wasn't flipped but it didn't appear to be with further investigation. Per the 8840 stats, the patient was not charging for 10 hours at a time and was mistaken. The manufacturer representative (rep) was unsure what made the clinician programmer have trouble connecting but that was resolved with the changing the placement of the antenna on the patient's body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.